Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for routine changeout. The patient experience diaphragmatic stimulation in 2009, the right atrial lead was turned off at that time and device was reprogrammed. During the procedure it was noted that the right atrial lead was dislodged and loss of sensing was noted. The lead was capped and replaced successfully. The patient was stable throughout the procedure and muscle stimulation was resolved.